Event description:
During an anterior lumbar interbody fusion procedure, the tip of a screwdriver broke off. The broken piece was retrieved and a back up screwdriver was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received and the tip of the returned screwdriver was fractured, with one of the six stardrive tips broken off above the retention pin contained within the tip. The pins of the cardan joint were also bent and worn. A manufacturing evaluation was performed. The relevant dimensions could not be checked due to device damage. The complaint was deemed indeterminate from a manufacturing standpoint. A design evaluation was performed as part of the product development analysis. Based on previous testing of a similar device, this design was determined to be acceptable for its intended use. The current technique guide has a warning stating that "excessive torque can damage or break the instruments or implant. Use four fingers for final tightening." The fracture of the screwdriver tip was most likely a result of misuse or excessive torque applied to the instrument during screw tightening. However, not enough information was provided in the complaint to determine that this is the root cause. The complaint was deemed indeterminate. Placeholder.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is one of one report for (B)(4).